Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine 15 mg/ml (unknown dose) and bupivacaine 3 mg/ml (unknown dose) via an implanted pump. The pump's indication for use (IFU) was listed as spinal pain. An alarm occurred and was confirmed by telemetry. The alarm was due to an empty pump. There was a problem in volume discrepancy, but the details were unknown. The rep wanted to know what the steps were for a pump that had been empty for a month ((B)(6) 2015). The patient was not having any symptoms. It was noted another doctor was going to be ordering the mediation and filling the pump. A different rep was made aware of the problem at the time and was supposed to follow up with the physician, but he did not. The physician was upset that the patient was in the office for a refill on (B)(6) 2015 and no one was made aware that he needed medication. The physician in (B)(6) was no longer going to be filling the patient's pump because, they apparently had a disagreement. The doctor that the rep worked with was going to order the medication to fill the pump. On (B)(6) 2015, additional information was received from the initial rep indicated he was not aware of the volume discrepancy and there was not an alarm when he saw the patient in (B)(6) 2015. The account reported the alarm on (B)(6) 2015. It was unknown what the cause of the volume discrepancy was and what troubleshooting was performed related to the empty pump alarm and volume discrepancy. It was also unknown what actions/interventions were taken to resolve the event. The patient was changing practices and the rep had not worked with them previously. On (B)(6) 2015 further information was received indicated the date the rep first became aware of the empty pump alarm and volume discrepancy was (B)(6) 2015. Actions/interventions to resolve the event included scheduling the patient for a refill. The former managing physician had refused to fill the patient and this was the cause of the empty pump alarm. No additional information was provided.